Event description:
The customer stated that the meter was reading e-3. A review of the system was performed over the phone. This review indicated that segments were missing from the meter's display. The customer was asked to return the meter for further evaluation and a replacement was provided.